Manufacturer narrative:
On 14 november 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. The case was escalated to the next level of support for further review. A review of the data management system (dms) glucose data revealed variable sensor glucose values with occasional sensor glucose/blood glucose (sg/bg) mismatches. Review of the in vivo data identified transient optical instability around the reported time frame, which most likely contributed to the observed inaccuracies. Based on the escalation analysis, a sensor re-link was recommended to clear the calibration buffer and allow the algorithm the opportunity to converge faster to the current state of the sensor. The user was contacted to provide assistance with the re-link, however, the user did not respond. Dms review confirmed that the system remained in use at the time of complaint closure. An RMA for sensor replacement was documented in error; thus the RMA was canceled. The system recovered from optical instability, a review of sensor data following the event further confirmed stable and consistent agreement between sg and bg values. B4.date of this report 11 feb 2026. D4.additional device information updated. G3.date received by the manufacturer? 11 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.